Event description:
Customer reported via phone call that insulin pump was delivering too much insulin. Customer's blood glucose ranged from 48 mg/dl to 113 mg/dl. Customer reported of having back surgery and states that settings were no longer working for her as it was too high. Customer requested to have temp basal changed and was advised to contact healthcare professional for temp basal settings. Customer reported that healthcare professional discontinued insulin pump therapy until settings were corrected.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.